Manufacturer narrative:
Concomitant product: model 3788; scs ipg; date of implant: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2017-05631. It was reported ((B)(6)) during the ipg replacement surgery (reference MFR. Report# 1627487-2017-05583) impedances were observed high on the leads. Trouble shooting was tried to no avail. No intervention was taken against the leads during the surgery. Post-operative system diagnostics confirmed the same issue. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2017-05631. Additional information received identified the patient is having partial coverage through the system and will be taking pain medication when needed. No surgical intervention is planned as of now.